Event description:
Patient undergoing cardiac ablation procedure. Ablation catheter inserted and failed to display temperature. Removed and new catheter obtained.what was the original intended procedure?cardiac ablation.